Event description:
Service of summons was manufacturers first notification of this event. Plaintiffs counsel claims in the complaint that "plaintiff suffered a ruptured patellar tendon after following instructions which caused knee injury, multiple surgeries, multiple hospitalizations, pain, suffering, permanent disfigurement, medical specials, lost earnings, loss of earnings capacity, costs, future medical specials and billing". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation.